Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. A 3.5x20mm nc trek balloon dilatation catheter (bdc) protective sheath was removed without resistance. The device was not prepped outside the anatomy prior to use. The contrast mix was 50/50. The bdc was advanced toward the target lesion. An attempt was made to inflate the balloon three times up to nominal pressure and all three times the balloon completely failed to inflate. The bdc was removed. Outside the patient anatomy, the bdc was successfully inflated but the balloon completely failed to deflate. Negative pressure was held for 5 to 10 seconds but the balloon would not deflate. A same size nc trek was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The inflation and deflation issues were not confirmed. The investigation was unable to determine a conclusive cause for the reported inflation and deflation issues. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.